Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: e2dr21, implantable pulse generator, (B)(6) 2007; 5054, implantable pacing lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that, during the device change out procedure, x-ray observed the right atrial (ra) lead was fractured. The lead was unable to measure the sensing and the capture threshold. The lead was capped and was replaced. No patient complications have been reported as a result of this event.